Manufacturer narrative:
(B)(6).

Event description:
Caller reported blood glucose results of 70 mg/dl on customer's aviva system, 130 mg/dl on advantage system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.